Event description:
It was reported that the use of rhbmp-2 caused an inflammatory response that resulted in radiculopathy after transforaminal lumbar interbody fusion (tlif) surgery. The pt, who had not responded to conservative measures, presented with low back pain, radiculopathy, and radiographic evidence of degenerative disc disease and foraminal stenosis. Surgery was subsequently performed. Following decompression of l4 and l5 nerve roots, discectomy and tlif were performed. Two polyetheretherketone cages were packed with rhbmp-2/acs. Intraoperatively, one sponge was used anterior to and inside of each cage. Local morselized bone graft was then place posterolaterally along the transverse process. Pedicle screws and rods were placed at l4 and l5. The pt had an uneventful hosp course and was discharged day three postoperatively. Four weeks later, the pt developed right- and left-sided lower extremity radiculopathy, which was not resolved by anti-inflammatory drugs and physical therapy. Subsequent magnetic resonance imaging (MRI) of the lumbar spine showed bilateral fluid collections with the larger right-sided mass compressing the right l4 nerve root. Fifteen weeks after the initial surgery, re-exploration, removal of right-sided instrumentation, and surgical decompression of this mass resulted in resolution of his right-sided radicular symptoms. The reporter notes that even though the polyetheretherketone cages were countersunk appropriately, there was no posterior barrier administered that may have confined the bmp to the interbody space.

Manufacturer narrative:
(B)(4). Literature citation: muchow, et al. Histopathologic inflammatory response induced by recombinant bone morphogenetic protein-2 causing radiculopathy after transforaminal lumbar interbody fusion. The spine journal 2010; 10 e1 - e6. Neither the device nor test results nor imaging films were returned to the MFR for eval. A review of the device history records is not possible without additional device info. Therefore, we are unable to determine the cause of the event.